Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that prior to the current pump, the patient did not have any problems. It had been a ¿very good thing for me; a lot of help with the pain.¿ the patient had to move and switched doctors. The patient¿s physician said the morphine in the pump would be good until 2014. When the patient started seeing the new physician, he was told that the morphine would not hold up that long, so they took it out and added new. This was the first time the pump was refilled. It hurt when they did it. The next time it hurt ¿so bad.¿ they numbed it/froze it. The patient was in a lot of pain, it took the first guy about 8 times before he got in it. He then had his partner try to get into it; it had never hurt like that before. Following this, they decided there was a lot of scar tissue and moved it.

Event description:
Additional information received reported the patient had their pump revised on (B)(6) 2013 ¿to move it down his body a little bit¿ because they were having trouble filling the pump through what the patient believed was scar tissue. The revision was done in a clinic/outpatient setting.

Event description:
It was reported that this was the patient first refill received on (B)(6) 2013, since (B)(6) 2012 pump replacement . It was reported that the refill was difficult for the patient due to pain and possible scar tissue. It was noted that the patient experienced discomfort and pain when the needle went through the pocket site. It was noted that the patient pocket site was still tender to the touch as of the reported date. It was reported that the patient was experiencing a decrease in pain relief over the past few months and thought this may be due to the drug becoming less effective because of the refill intervals. It was reported that the morphine that was withdrawn from the pump, the day before the reported event, had an ¿urine yellow¿ color. The new morphine going in was noted to be clear in color. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the pump was moved in (B)(6) 2013 to help with the accessing problem. After moving the pump, the pump was fine for about 10 days and then all of a sudden it started turning purple and yellow and pussy and it got bigger for subsequent events see manufacturer' report number 3004209178-2014-00518

Event description:
It was further reported that the patient first seen by another physician on (B)(6) 2013. This physician refilled the patients pump on (B)(6) 2013 with compounded morphine. No telemetry strips were available. However, it was noted that the patient complained of pain and the physician did not increase the pump dose since this was a new patient. The patient was instructed to take oral medication as needed and to call if he felt he needed to have the pump increased at a later date. The patient has not called the office for another appointment.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).